Event description:
The customer reported that the system displayed an 'iris potentiometer error' during pt imaging cases. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.